Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator that had to be implanted exhibited an obstruction to insert the lead in the right atrial header port resulting in high pacing impedance and noise. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of an obstruction in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused the reported event of high atrial impedance measurement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.